Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Service technician was unable to verify customer reported complaint "alarm issue, doesn't always alarm during alarm parameters". Vent passed 48 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications and standards.

Event description:
The customer reported to vyaire medical that the revel ventilator has alarm issue, doesn't always alarm during alarm parameters. At this time, there is no information regarding patient involvement associated with the reported event.